Event description:
The pt was revised because of loosening, osteolysis noted.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening. The initial reporting stated a depuy non-recommended matching of devices was conducted at revision surgery. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.